Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that during normal use the patient reported the stimulator shut off by itself. The patient turned it back on and the issue had not occurred since. There were no environmental factors related. There were no diagnostics or additional actions taken to address the event. The issue was reported to be resolved. No further complications were reported.